Event description:
The customer reported being hospitalized due to high blood glucose of 629mg/dl. The customer stated that his glucose level was running high and attempted to treat with a bolus, but his sugar barely dropped. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the bolus history and found that the customer gave himself a large bolus, and he feels that the insulin may not have been delivered into his body. Checked the alarm history and found low reservoir prior having the high glucose. Assisted the customer to run the fixed prime test, and the insulin did exit. The customer did not have a tubing clamp available at time of call to complete the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.